Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The photo shows a dialysis glidepath catheter which is implanted in the patient, a pinch can be noted in the clamping site on both the extension legs. Therefore, the investigation is confirmed for the reported deformation due to compressive stress issue. However, restricted flow and cuff movement issues are inconclusive as there was no sufficient information to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three months and twenty-seven days post a dialysis catheter placement, the catheter marks began to appear in the tubes where the clamps had been closed. It was further reported that this allegedly caused suction during dialysis. Reportedly, the flow was compromised and the cuff was moved during dialysis. Furthermore, the problem continued to increase gradually and need to be replaced soon. Evidently, a different type of material should be used for the hose piece with clamps. There was no reported patient injury.

Event description:
It was reported that three months and twenty-seven days post a dialysis catheter placement procedure, the catheter marks began to appear in the tubes where the clamps had been closed. This caused suction during dialysis. Reportedly the flow was compromised, and cuff was moved during dialysis. The problem continued to increase gradually and need to be replaced soon. A different type of material should be used for the hose piece with clamps. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.